Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in the longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) was dispatched to the site and found that screws fell out of the bucky tray and shorted the table's circuit breaker, interrupting the power supplied to the table locks. The site contact reported to the fe that the table floated in the longitudinal axis only. The fe visited the site again to confirm the longitudinal float, but found that the table would float in both longitudinal and lateral axes when there was a loss of power to the table locks.